Manufacturer narrative:
The patient¿s weight was not provided. The referenced pump exchange is reported under MFR# 2916596-2017-01128. (B)(4). Approximate age of device: 49 days. The pump was not explanted and no equipment will be returned. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. After undergoing a device replacement on (B)(6) 2017, it was reported that on (B)(6) 2017 the patient had symptoms of generalized weakness. A CT scan revealed an evolving left parietal ischemic stroke. Prior to the stroke, the patient had an elevated lactate dehydrogenase (ldh) of 500 u/l. On (B)(6) 2017, the patent's ldh peaked at 1490 u/l. The patient was started on a heparin and integrilin infusion and their ldh began trending down. On (B)(6) 2017, the patient became increasingly symptomatic with speech issues, but was alert. A CT scan showed a right frontal hemorrhagic stroke. A family meeting was held at this time and the patient decided to discharge with home hospice. On (B)(6) 2017, the patient expired. The pump was not explanted. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported events could not be conclusively determined through this evaluation. Bleeding, stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.